Event description:
Reportedly, during a prostectomy, the instrument would not open when placed around vessels to be ligated. Vessel lateral to the prostate gland. Instrument was closed, fired and would not open. The surgeon pulled or ripped the instrument off tissue. Chromic suture was used to control bleeding-no transfusion needed. Pt status fine.